Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had dystonia on the right body side due to stimulation, which resulted in their therapy being suspended on (B)(6) 2019. This issue was considered not related to the device or therapy but was related to the implant procedure. This issue was resolved without sequelae (B)(6) 2019. Additionally, the patient had high impedance that was considered not related to the device or therapy but was related to the implant procedure. It was noted that there were no clinical symptoms associated with the high impedance. This issue was resolved without sequelae on (B)(6) 2019. Furthermore, the patient experienced an increase in motor symptoms which was due to the patient turning off the ins on (B)(6) 2019. This issue was not related to the device or therapy but was related to the implant procedure. The patient was reprogrammed and the issue resolved without sequelae on (B)(6) 2019. Additional information was received indicating the increased motor symptoms were due to a lack of stimulation caused by the patient turning the ins off. Additional information was received: it was reported that the issue was ongoing at the exit of the study.